Event description:
A customer reported that during vitrectomy surgery, there was no cutting action after releasing and then re -engaging the foot pedal. The cutter resumed after approximately one minute, at which point a pop-up message appeared on the ophthalmic system. The procedure and patient details were not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).